Event description:
It was reported that the patient experienced unstable angina pectoris, stent thrombosis and myocardial infarction requiring additional intervention. In (B)(6) 2020, the patient presented with stable angina and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) with 99% stenosis and was 13 mm long with a reference vessel diameter of 3.00 mm. The target lesion was treated with a direct placement of 3.00 mm x 16 mm synergy stent system. Following post dilatation, the residual stenosis was noted to be 0%. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2023, the patient presented with symptoms of angina and ischemia and was hospitalized for further treatment and evaluation. At the time of event the patient was on aspirin and clopidogrel. The patient was diagnosed with unstable angina and referred for coronary angiography. Angiography revealed 100% stenosis with stent thrombosis in proximal lad extending to middle lad which had previously placed study device. Percutaneous coronary intervention was performed, and medication was administered to treat the event. Revascularization was also performed from proximal lad extending up to distal lad to treat the target vessel. Post intervention, the residual stenosis was noted to be 0%. Four days later, the patient was discharged from the hospital. At the time of reporting the event was considered to be recovering/resolving.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).